Manufacturer narrative:
\Analysis/ evaluation: upon receipt, visual inspection revealed body fluid contamination within the catheter¿s lumen. Microscopic visual inspection noted a longitudinal rupture in the middle of the balloon material with scratches surrounding the tear. The balloon was unable to maintain pressure when inflated with a saline medium. Conclusion: returned product analysis confirmed a longitudinal rupture in the middle of the balloon material. Information provided by the health care professional (hcp) noted the target lesion was not pre-dilated prior to the use of a lutonix dcb. The instructions for use (IFU) notes, "predilatation with an uncoated pta catheter is required prior to the use of a lutonix catheter.", section 5.4 and 12.4. Based on the information provided, the material rupture may be related to inflation of the balloon catheter without the required predilation of the target lesion. Additional information: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The description of the tracking pathway and lesion with regards to calcification and tortuosity are unknown at this time.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt, pre-decontamination testing of the complaint sample revealed what appears to be two material balloon ruptures at the midway point of the balloon. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. The DHR found nothing to indicate a manufacturing related cause for this event. When the investigation is complete, a supplemental report will be submitted with all relevant details to this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured during treatment of the target lesion. The health care professional (hcp) decided to first treat the distal superficial femoral artery (sfa) without predilation with a lutonix dcb. The distal sfa treatment was successful and without incident. The hcp identified an additional region of stenosis, at the takeoff of the sfa, and decided a 6mm lutonix dcb would be suitable. The hcp did not pre-dilate the second lesion location. The hcp requested a lutonix dcb which was prepared normally and the slip off balloon protector was removed after appropriate bend/flex technique. The lutonix dcb (record (B)(4)) was advanced to the target lesion and inflated incrementally to five atmospheres. Once at five atmospheres, the hcp reported a lack of pressure in the balloon which allegedly began to deflate. The balloon was exchanged without difficulty and another lutonix dcb was used while maintaining patient access. The second lutonix dcb was prepared normally and the peel away balloon protector was removed without issues. The lutonix dcb was advance to the take off of the sfa and incrementally inflated to ten atmospheres. At ten atmospheres, the hcp reported the balloon lost pressure and allegedly began deflating. The hcp allegedly maintained pressure between seven and ten atmospheres manually for approximately ninety seconds. The hcp felt the ninety second duration was a successful treatment period. The second lutonix dcb was removed without incident. The hcp post dilated the region of stenosis, at the takeoff of the sfa, with another manufactures pta balloon without issues. Reportedly, the hcp achieved an acceptable angiographic result. There was no reported patient injury. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00024.